Event description:
It was reported that during a laparoscopic colon procedure, the device would not connect. A new device was used to complete the case. No further information is available. There was no adverse patient consequence.